Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 42 mg/dl and treated with glucose tabs. Customer stated they may have over treated and started going high. Blood glucose level at the time of the call was 283 mg/dl and it was not noted how the customer treated. Troubleshooting was completed. Customer does not use auto mode as part of their cgm therapy. The insulin pump was not replaced or returned for analysis.